Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, the assignable root cause could not be established. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device stops by itself, had fluid ingress, did not function, would not charge, light emitting diode indicator error and foreign substance/debris/cleaning/sterilization failure. It was further determined that the device failed pretest for external cleanliness and foils of liquid damage, information button and self test, charging and checking of power module in the charger, function, saw and check indicator - liquid damage. It was noted in the service order that the device battery did not charge and would not run the self test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.